Event description:
A nurse reported during a vitrectomy procedure the surgeon noted presence of air in the infusion line. The event caused the surgeon to have a poor view. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).